Event description:
Home patient (hp) reported a system error alarm 2240 during the dwell 5/5 of automated peritoneal dialysis treatment. Hp discontinued treatment at time of the 2240 alarm. Home patient was taking supplies off the machine when pt found a split in the cassette. No pt injury or medical intervention was required.